Event description:
It was reported that a malfunction alarm occurred while the customer was updating the pump, and the pump could not be switched off due to a resettable malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections as a backup therapy for insulin delivery and was instructed by technical support to put the pump into storage mode before returning it using a pre-paid label. A replacement pump was arranged to be sent after confirming the shipping address.